Event description:
It was reported that in 3 separate events, the platform powered off during arrests. Customer swapped the batteries and the problem continued. Customer also indicated that the issue occurred while using platform sn (B)(4). There is no info about other 2 events, delay in treatment, or the pt outcome. Event 1: MFR report# 3003793491-2013-00230. Event 2: MFR report# 3003793491-2013-00231. Event 3: MFR report# 3003793491-2013-00232.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.